Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1780kl.

Manufacturer narrative:
Pump received with constant failed battery alarms after new battery installation. Unable to perform the displacement test, sleep current test, active current test and self test due to constant failed battery alarms. Unable to successfully download using thump. Pump was cut open to perform visual inspection and a poor/cold solder joint at the r11 was found on the pcba 2 board. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (stained). Alleged failed battery alarms confirmed during testing due to a poor/cold solder joint at the r11 on the pcba 2 board. Blank display was not confirmed. Unable to test for device test failed due to failed battey test. Cosmetic damages were confirmed at the corner case of the belt clip rails, keypad overlay and case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump when changing battery but was not turn back on, was not recognize the batteries. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1712kl.